Manufacturer narrative:
During troubleshoot via telephone, the customer indicated the monitor (not specified) in use is not olympus and that he could not access a model or inputs on the monitor as it has a cover on it, and it is mounted on the boom. The customer will work with the biomed technician at the user facility and call back. The customer later reported that the issue was resolved but did not provide any further details as to what resolved the issue. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus technical support engineer was informed that the customer is not able to get an image on the visera 4k ultra high-definition control unit from a non-olympus monitor. The problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The visera 4k uhd camera control unit was not returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.